Event description:
Surgeon removed a 2-level uniplate due to one screw having backed out approx. 3mm. Reports that cam lock appeared to be damaged. The implant was given to the patient and was not returned to depuy for evaluation.

Manufacturer narrative:
Product was not returned for evaluation. Images provided of the implant at time of removal are not enough to confirm the damage to the cam that was reported. Note that if the screw had been locked and pulled out of the bone, the cam could become deformed by material displacement. An x-ray confirmed the back out of the screw. The part number / lot number was not provided and a review of the DHR could not be completed. No conclusions can be made at this time. The process of the screw fixation is technique sensitive and care must be taken to ensure that the screws are fully tightened. Implant migration is an inherent risk to the procedure as indicated in the product IFU supplied with the device.